Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the adhesive on bending section cover (a-rubber) is detached. However, the root cause of the reported malfunction could not be identified/determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope that the adhesive on bending section cover (a-rubber) is detached. There were no reports of patient involvement.